Manufacturer narrative:
(B)(4). Date sent: 08/31/2004. Info not provided during initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during the unk procedure, the blade tip broke off. No pt consequence. Another device was used to complete the case.